Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the blades were blunt and he could not make a paracentesis with them. After using them for three cases, the surgeon decided to use a different blade. The procedures were completed without consequences to the patients involved. Additional information and product samples have been requested.

Manufacturer narrative:
This is the first complaint reported for the reported lot. Review of the device history record found a temporary deviation related to the customer's complaint. Per this temporary deviation, a substitute knife was added. No sample has been returned for evaluation. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported blunt knife is unknown as a sample was not returned for investigation so the customer's complaint could not be confirmed. A potential root cause includes an error during the supplier's manufacturing process. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. (B)(4).